Event description:
Consumer alleges flames shot out of the heating pad controller and damaged her sheets. There was not a report of personal injury with this incident.

Manufacturer narrative:
Consumer has not returned the product.

Event description:
Consumer alleges flames shot out of the heating pad controller and damaged her sheets. There was not a report of personal injury with this incident.